Event description:
For a fractured left hip, a hohmann retractor wqas usef. The tip ws weak and it bent. This was a radiolucent retractor, a kind that is not normally kept in the hip set.

Manufacturer narrative:
Received notification from customer and requested that the device be sent in for evaluation. Customer agreed. Waiting to receive the device. Will provide results of evaluation in follow up report.